Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site for the thoracic system for several months. X-rays did not reveal any migration .to address this issue patient may be awaiting surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Additional information received stated that patient had a pocket revised on (B)(6) 2019. Effective therapy was restored.